Event description:
It was reported "accucath needle would not retract when safety activated post guidewire deployment. Needle manually removed from catheter once inserted into patient, and retracted into safety casing used gravity."

Event description:
It was reported "accucath needle would not retract when safety activated post guidewire deployment. Needle manually removed from catheter once inserted into patient, and retracted into safety casing used gravity."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1505 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "accucath needle would not retract when safety activated post guidewire deployment. Needle manually removed from catheter once inserted into patient, and retracted into safety casing used gravity."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed and the cause appeared to be manufacturing related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. Light usage residues were observed. The catheter had been advanced and was not returned for evaluation. The safety button was depressed and the needle was fully withdrawn into the housing. The spring was compressed and attached to the needle carrier. Microscopic inspection of the device confirmed that the spring was compressed and attached to the needle carrier. The needle was exposed by gently shaking the housing while held upside down. The lack of spring engagement with the top of the needle housing prevented the safety from functioning as intended. The spring appeared to be adhered to the needle carrier, which likely occurred during device assembly. Photographs have been forwarded to the manufacturing site for further evaluation.